Manufacturer narrative:
Product complaint # (B)(4). Expiration date and lot number unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent revision surgery of a broken titanium cannulated proximal femoral nailing system (tfna). The patient had an open reduction internal fixation (orif) of hip in (B)(6) 2019. It is unknown if there was a surgical delay. Procedure outcome is unknown. There was a patient consequence. Concomitant device reported: unknown locking screws (part # unknown; lot # unknown; quantity unknown), unknown helical blade (part # unknown; lot # unknown; quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: patient code 3191 used in initial report to capture additional medical/surgical intervention required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that there were no fragments generated. Surgeon was able to remove nail easily. Patient was revised to a different implant after retrieving the broken nail.